Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical devices: 11-300814, arcos stem, 948460; 11-301311 arcos stan, 310320; (B)(6) ringloc regen cup unk; 650-1064 ceramic head, lot #; unk, unknown liner, unk lot #. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10461; 0001825034-2018-10464; 0001825034-2018-10468; 0001825034-2018-10469.

Event description:
It was reported that a patient underwent a hip arthroplasty, subsequently the patient was admitted for anemia 9 days post operatively. Attempts have been made and no further information has been provided.